Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced hypoglycemia will loss of consciousness event on (B)(6) 2025. The patient got treated with glucagon. No further information available.